Manufacturer narrative:
The returned device was evaluated. There is a crack along the central channel at the distal tip, resulting in the shim being detached. The complaint is confirmed. This event may be attributed to a large force being used while advancing the shim during the procedure. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
While operating, the blade broke off and the shim came out of the lateral retractor. There was no harm to the patient and the procedure was completed with another device.